Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('moum the loss of my uterus and cervix') in a female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('moum the loss of my uterus and cervix') in a female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-feb-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('moum the loss of my uterus and cervix/pain on right side') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urticaria ("chronic hives"), night sweats ("night sweats"), alopecia ("hair loss"), feeling abnormal ("brain fog"), arthralgia ("pain in hip"), arthropathy ("knees are (like I was 90 yrs old)"), libido decreased ("lack of sex drive"), fatigue ("constant tiredness") and thyroid disorder ("thyroid crapped out") and was found to have weight increased ("lost 10 # gained during"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, urticaria, weight increased, night sweats, alopecia, feeling abnormal, arthralgia, arthropathy, libido decreased and fatigue had resolved and the thyroid disorder was resolving. The reporter considered alopecia, arthralgia, arthropathy, fatigue, feeling abnormal, libido decreased, night sweats, pelvic pain, thyroid disorder, urticaria and weight increased to be related to essure. Concerning the injuries reported in this case, the following were reported via social media: pelvic pain, night sweat, hip pain, knee disorder, weight gain, tired, alopecia, feeling abnormal, loss of libido, hives, thyroid disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: event medical device removal pt was updated to pelvic pain and other events: knees are (like I was 90 yrs old), haven't lost 10 # gained during, night sweats, chronic hives, hair loss, brain fog, pain in hip, lack of sex drive, constant tiredness, thyroid crapped out, weight gain were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.